Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 350 mg/dl. Customer stated that her insulin pump was malfunctioning. Customer stated that the bolus wizard was not giving her the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The bolus wizard functioning properly. The insulin pump functioning properly. No motor error alarms noted. However, corroded motor home switch noted during visual inspection. The insulin pump received with severely scratched lcd window and cracked battery tube threads.